Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No off no power anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump turns off without warning. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.